Event description:
It was reported to boston scientific corporation that a 10x80mm wallflex biliary covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the procedure was a tight stricture in the mid duct due to a malignancy. Reportedly, the patient anatomy was not tortuous and the lesion was not dilated prior to the procedure. During the procedure, the stent was fully deployed; however, the physician noted that the stent seemed longer than usual. It was reported that the stent could have been elongated and had not fully expanded due to the tightness of the stricture. There were no measurements taken of the stent to determine the actual length. The stent was removed during the procedure using a snare and the procedure was completed with another 10x80 wallflex biliary covered stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be ¿okay¿.

Manufacturer narrative:
The exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4) relates to the device problem code 3270 for the reported event of stent failed to expand. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.